Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was blood pooling and there were air bubbles in the tubing. There were no health impact or consequences reported.

Manufacturer narrative:
D2a. Common device name: intravascular administration set d2b. Medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was blood pooling and there were air bubbles in the tubing. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 (one) photo was provided for investigation. The photo was reviewed and the indicated failure mode for air bubbles and leakage during to injection/blood/urine collection with the incident lot was not observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by draw test and retraction lockout testing. No issues were observed relating to air bubbles and leakage during to injection/blood/urine collection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to confirm for the indicated failure mode of air bubbles based on customer photo analysis, but unable to confirm for the indicated failure mode of leakage during to injection/blood/urine collection. This complaint is unable to be confirmed for the indicated failure mode of air bubbles and leakage during to injection/blood/urine collection based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.